Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had overstimulation and had not charged the programmer, the patient's family member turned off the device and charged the programmer. The device would be left off until it could be checked out on (B)(6) 2019. During that appointment with the manufacturer representative, it was reported difficulty charging the patient controller. The patient stimulation the night before and could not turn the implantable neurostimulator (ins) off because the controller was not charged. As a result the patient was being overstimulated. The device was plugged in overnight but it did not seem to charge the controller. The caller but aa batteries into the device and the remote connected successfully to implant and showed the controller battery status as 60%. The battery pack was put in the controller and plugged in. The controller seemed to be functioning appropriately, was showing signs of successful charging, was able to unlock, and was able to connect to the ins. The controller was unplugged from the ac adaptor and the controller then showed the low controller battery message. One pin in the controller battery compartment appeared bent. The pin to the far left looked like it was pushed up further than the other 3 pins. The bent pin was reported to be causing the controller to not stay charged. The controller was replaced. No further complications were reported. Additional information was received and it was reported that the patient's programmer wasn't functioning as it should and the patient was being sent a new controller. It was further reported that the new controller had bent pins and wasn't taking a charge. The controller had been replaced, but not the cable or lithium battery pack. The battery pins (3 and 4) for charging the battery were bent and damaged. No further complications were reported or anticipated. Additional information indicated the newest controller was sent to patient because they thought maybe the patient was bending the pins. Rep stated she tried to place patient li battery in new controller and it seemed the li battery would not charge. It was noted controller was not flashing green but the light on the recharger was on. They tried multiple cords as well as power outlets. Rep would meet with patient on friday to give product. A replacement controller battery would be sent. No further complications were reported. On (B)(6) 2019, the rep reported that the battery was not charging, the battery pins for charging the battery were bent. Pins 3 and 4 on the replacement were damaged. On the same day, the patient was spoken to and the patient claimed that he had the controller plugged in to charge the battery. When the patient went back to unlock the screen, the amplitude started increasing. That caused the patient to grip the controller, was unable to let go, and the patient wife unplugged the controller from the ac charger to stop it from increasing the ins. It was noted that the patient has damaged 2 controller as far as where the pins are to charge the rechargeable battery. There were no further complications or anticipations reported with this event.